Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was implanted a year ago, and it immediately starting resetting itself.